Manufacturer narrative:
The investigation for the kbd/rotary knob issues has been completed. Data logs were reviewed which show that after pump start at p1, user couldn¿t choose any p-level above p2. This confirms the reported failure mode. The console was returned for evaluation. Functional evaluation was able to reproduce the reported failure mode, the push button allows to toggle between only two selections, p0 and p1. Upon unplugging the pump while running at p1 and re-plugging back, the console resumed running the pump at p1, and in this case, the push button allows to toggle only between p1 and p2. After replacing the original push button with a known good, the reported failure mode still exists. Replacing the original impellatronic with known good resolved the reported failure mode. Upon mounting the original impellatronic board on the known good test fixture, reproduce the reported failure mode. The root cause for unselectable menu options was a defective impellatronic board. Added h6 impact code 4629 corrections to the initial MFR report: g1 MDR reporting contact email.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that following initiation of impella 5.5 support, the staff was unable to toggle the support level on the automated impella controller (aic) above p2. The aic was swapped to a backup console to resolve the noted issue. There was no patient harm.